Event description:
Allegedly, removed during revision surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00326, 00328. This event occurred in foreign country.